Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented to the clinic for follow up. Increased pacing lead impedance, decreased sensing amplitude and increased capture threshold were observed. Lead dislodgement was noted via diagnostic imaging. Lead was capped and replaced. Patient was in good condition post-procedure.